Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at unknown dose) via an implantable infusion pump. It was reported that the patient's pump had a motor stall which was discovered when the patient tried to bolus. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was replaced on (B)(6) 2019. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.